Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Approximately 1 week after implant, the patient noticed the pump protruding out from his abdomen. It had gradually gotten worse. It was looking translucent but had not come through the skin yet. The patient could feel the pump edges and the corners were sharp. The patient did not say anything to the doctor at his follow-up appointment 2-3 weeks post replacement because there was an intern there so he did not feel comfortable saying anything then. He had been seen by his physiatrist approximately 1 month prior to this report and that doctor thought it looked okay then. On (B)(6) 2015, the patient was seen by another doctor about the issue. The patient was looking to find a different doctor for a second opinion as he wasn¿t sure if he wanted his current surgeon to do the revision surgery. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.